Event description:
It was reported that the scale was inaccurate due to the foot-end and head left load cell issues. Further it was reported that the scale board was non functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.